Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode morphology in alternate vector was flat and undersensing was observed. The physician believed the electrode to be fractured. Imaging was obtained in which a bend was visible however fracture could not be confirmed. There was evidence of a sternotomy. This patient was rescreened in which primary and secondary vectors appeared the same and alternate vector failed. Technical services (ts) recommended continuing to monitor for now. This electrode remains in service. No adverse patient effects were reported.